Event description:
It was reported it was difficult to unload the cot from the ambulance. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.

Manufacturer narrative:
Upon investigation it was determined the incident was caused by user error. H codes updated to reflect investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported it was difficult to unload the cot from the ambulance. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.